Event description:
A caller reported a malfunction on their pump, specifically indicated by a malfunction code 6. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was informed they could continue using the pump. They were advised to call back if any further malfunctions occurred, and the caller confirmed their understanding.